Event description:
It was reported during prior to generator change that the atrial lead exhibited oversensing. This oversensing was due to noise and resulted in inappropriate mode switch. The lead was explanted and replaced successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found full breached outer insulation degradation and exposing the outer coil adjacent to connector boot. The cause of the reported event was due to the exposure of the outer coil adjacent to connector boot.